Event description:
It was reported that on literature review "the 20-year results of birmingham hip resurfacing consecutive cohort series, 1998-2001", 1 patient suffered from metallosis at 15 years and required a revision surgery. There's no more information available.

Manufacturer narrative:
H10: it was reported that on literature review "the 20-year results of birmingham hip resurfacing consecutive cohort series, 1998-2001", 1 patient suffered from metallosis at 15 years and required a revision surgery. There's no more information available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU, historic escalation actions review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If additional information becomes available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal complaint reference number: (B)(4).